Event description:
Half dollar size rf(radio frequency) burn from loop created by leg. Left heel touching right calf during double scan with patient under general anesthesia. No further care was necessary per medical team taking care of patient. Patient was discharged next day with "no concern" of the burn via hematology oncologist.